Event description:
It was observed in a journal article titled "short-term survival of the trabecular metal cup is similar to that of standard cups used in acetabular revision surgery. Analysis of 2,460 first-time cup revisions in the swedish hip arthroplasty register", that of the 828 patients implanted with an unknown tm hip implant (potentially tm revision shell, tm monoblock cup or tm modular cup) ten (10) patients were revised due to aseptic loosening. No further information was provided. Per the FDA guidance draft, these patients events will be grouped into 1 MDR report based on product and similar failure type identified in the journal article.

Manufacturer narrative:
Investigation is in progress.